Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 132 mg/dl. The customer insulin pump was unable to get past the rewind stage and advised that the devised need to be replaced. The customer was advised that we are sending cot pump.